Manufacturer narrative:
The diamond knife serial number (B)(6) was received on 2/8/2021 for quality inspection. At that time, the diamond knife complied with all quality requirements and was released to finished goods. The diamond knife is approximately 10 months old. The diamond knife was not returned to b + l for investigation. As the device was not returned for evaluation, a conclusion could not be determined for this complaint. Report 1 of 2, see related medwatch report numbers: 0001920664-2021-00120.

Manufacturer narrative:
This investigation is ongoing. Report 1 of 2, see related medwatch report numbers: 0001920664-2021-00120.

Event description:
The user facility reported their diamond knives are extremely dull. This makes them difficult to make an incision with without shallowing the chamber and creating a wound leak. The 1mm incisions were not enlarged. The blades being dull make the surgeon wiggle the blade which make the fluid in the eye leak from the wound. Suture was used to close the wound.